Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ a definitive root cause for this event could not be identified. However, based on the results of the investigation, it is believed that stress on the device from user handling may have led to deterioration overtime, causing the charged coupled device unit to fail. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as a faulty cable unit was discovered. Additionally, the rotation lock of the coupler did not engage properly. Furthermore, the charged coupled device housing was loose and needed tightening. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the hd autoclavable camera head did not display an image during preparation for use. There was no patient harm or consequence reported as a result of this event.